Event description:
It was reported that during a pta treatment procedure to dilate three 70% stenotic lesions located at the point of the anastomosis in a preexisting dialysis graft, the balloon ruptured. The physician had dilated the distal stenosis three times using a 5mm sasuga balloon catheter. The balloon was inflated twice, the first inflation was to nominal pressure, and balloon was inflated twice, the first inflation was to nominal pressure, and the second inflation to rated burst pressure (16 atm). At this point, the balloon ruptured. The pt experienced hypotension and was transferred to the ICU. A dialysis treatment scheduled for the next day could not be performed. The pt condition is reported as "good".